Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that at 9pm, the patient¿s cgm was in signal loss and was not receiving cgm values. No bg meter reading was taken at this time. Since the patient was not being alerted to his hypoglycemic state, he passed out and had a seizure. The patient¿s wife assisted the patient. He was given honey to bring his bg level up. Around 930pm, the patient regained consciousness. After treatment, the patient¿s bg meter reading was 110 mg/dl while the cgm was still in a signal loss state. The patient then went to sleep. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿stable¿ at the tie of report. The complaint states that signal loss was reported. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a wearable failure occurred. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B1: adverse event and/or product problem - correction b2: outcomes attributed to adverse event - additional b5: describe event or problem - additional b6: relevant tests/laboratory data,inclu - additional h1: type of reportable event - correction h2: correction/additional information h6: health effect impact code - correction h6: health effect clinical code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that at 9pm, the patient¿s cgm was in signal loss and was not receiving cgm values. No bg meter reading was taken at this time. Since the patient was not being alerted to his hypoglycemic state, he passed out and had a seizure. The patient¿s wife assisted the patient. He was given honey to bring his bg level up. Around 930pm, the patient regained consciousness. After treatment, the patient¿s bg meter reading was 110 mg/dl while the cgm was still in a signal loss state. The patient then went to sleep. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿stable¿ at the tie of report. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.